Event description:
Report 1 of 2. Consumer reported via social media that upon removal of a tampon, the string detached and the pledget fell apart. An attempt has been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.